Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown mg/dl at the time of the incident. The customer states the reservoir does not stay in place. The customer could not trouble shoot. The insulin pump will not be returned for analysis.